Event description:
Putting in the final stitch to close the vaginal cuff the pop off needle being returned was missing the end piece (where suture is swedged on). (0 vicryl CT-1 j840d lot # pmb943 exp 2/29/2024) doctor came to consult after surgeon examined the vaginal tissue and could not find missing piece. The needle pulled through easily and was considered not likely to be in the tissue, x-ray was called. Then it was noticed one of the other needles had a needle tip missing. Searching the floor both pieces were found.